Event description:
It was reported that the patient experienced no stimulation sensation. It was noted that the patient met with their company representative two weeks prior to the report because the implant ¿quit working.¿ it was reported that the patient¿s implantable neurostimulator (ins) was fully charged and the patient programmer and implantable neurostimulator (insr) said the stimulation was on although she was unable to feel stimulation. It was reported that the patient increased the rate which usually caused a ¿jolt¿ or ¿surge¿ in her arm if she got her neck ¿out of alignment¿ but did not experience it when she increased the rate the morning of the call. It was noted that the patient was in a ¿major¿ amount of pain and was not ¿on anything¿ the day of the report.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).